Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: during testing, the display was found to be dim and discolored. Additionally, evaluation revealed that all keypad buttons were intermittently unresponsive. The keypad cover was found to be thinning; however, no damage or peeling was observed. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation also revealed that all keypad buttons were intermittently unresponsive and that there was contamination under all key contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/20/2014.